Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Per the complainant, at the moment of the insertion of the impella 5.5 in the peel away sheet, the 500ml purge bag got rapidly empty without having leakages along the purge cassette.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. Additionally, clinical details were not sufficient to determine the root cause. The root cause of the purge leak - pump issue was not determined since product was not returned and data logs were not returned as well.